Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
B1, b2, b5, h1, h6: remove 2199, 4582; add 4607, 1905.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. The customer¿s blood glucose (bg) level was about 545 mg/dl with ketones. Reportedly the customer attempted to address the bg with a manual insulin injection. Reportedly, the customer¿s parent took them to the hospital. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.